Event description:
It was reported that an ilet user experienced persistent hyperglycemia and inconsistent pump performance following a factory reset, with multiple infusion set changes and elevated glucose readings despite announced meals and algorithm-delivered insulin. Symptoms included high blood glucose. Outcomes included user dissatisfaction and troubleshooting support without clinical intervention. Investigation included troubleshooting and education on post-reset learning behavior, review of insulin delivery history via pump and mobile app, and data synchronization, which showed approximately 10.3 units delivered for lunch. Investigation of this case revealed no visible infusion set damage and no device alarms, with the event occurring during the algorithm re-learning period after a reset; the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and not determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.